Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable which resulted in the pump shutting down. Reportedly, the customer was able to charge the pump with an alternate cable. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level ranged from 116 mg/dl to 220 mg/dl.